Event description:
It was reported that a patient experienced single beeps while connecting a battery on port 1 of the controller. The controller appears to recognize the battery, but after a few seconds a single beep occurs, port 1 changes to port 2. This is happening with all batteries on port 1 while they are working on port 2 as they should. The controller was exchanged; this action has resolved the reported issue. There is no reported consequence or impact to the patient related to this event. There is no additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use states to always have a fully charged controller and spare batteries available at all times. Controller -(B)(4) received (B)(4) 2015 for testing; testing not completed as of this date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the devices revealed a broken pin on power source port one (1) of the controller. The reported event was therefore confirmed via visual examination. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that the controller failed due to a broken pin and prevented the unit from establishing an electrical connection with the power source on that port. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. Damage to the connector pins of the controller and battery charger is a known issue and an internal investigation by the manufacturer has been opened to address the issue.